Event description:
It was reported prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes there were 15 tubes with the defect of gel bubbles in the separator or no gel at all. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for air bubble in gel was observed. The failure mode for missing gel was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of air bubble in gel and missing gel were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubble in gel, but is not confirmed for missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.